Event description:
The reporter stated the surgeon inserted a 19.0 diopter cq2015 collamer three piece lens and the haptic tore off. The lens was removed with no patient injury and another lens was implanted. The reporter stated the cause of the torn lens was due to the injector.

Manufacturer narrative:
The product pertaining to this complaint was not returned for evaluation. However, the lens was returned and visual inspection found pieces of the lens optic torn off and missing. Both haptics were torn off. There was evidence of clear surgical residue. It should be noted that the cartridge was returned for evaluation.